Event description:
It was found that the hand piece no longer meets the specifications for impedance, phase margin and frequency. Device used during an unknown procedure. Case completion not known. No pt consequence.